Manufacturer narrative:
(UDI) and g5 (510k) are unknown; no additional information was received. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top case, bottom case, and right plunger case were cracked. Motor rate error was found in the event history log (ehl). An occlusion test was performed and the reported problem was duplicated; there were multiple drive train components involved, many old parts were damaged. The root cause was deemed to be normal wear, pump was over 14 years old. Actions were taken to mitigate the reported issues: replaced worm coupling, worm gear, leadscrew and clutches including stepper motor; performed power up and all functional tests passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.